Event description:
It was reported that a patient underwent a femoral popliteal bypass procedure on (B)(6) 2011 and suture was used. During the procedure, the needle separated from the suture and the needle was left in the wound. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01118. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: the representative samples were pull tested and found to be above the requirements. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.